Event description:
Glucose had been spiking and plummeting on my ilet pump consistently for about a week. That morning at 4am I woke up and my glucose was 40. I had some juice and carbs to correct it and it came back up. At 10am my glucose plummeted again and this time I did not recognize it. I stumbled up the stairs (as seen on security cameras) and collapsed in the hallway and somehow crawled into the bathroom. My mom found me 2 hours later when she got home and I was making gurgling sounds and my tongue was swollen and I was moving as if having a seizure. Paramedics were called and they placed an intra venous catheter and used intra venous dextrose to get my blood sugar to come back up. When they tested it, I was 33. I was taken to the hospital where I was stabilized and kept for 2 days to transition me to insulin injections instead of being on the pump. I have had this pump for a little over a year and have had a couple of other scary lows where other people had to intervene to help me, but wasn't taken to the hospital until this last episode. The friday before I went to the hospital ((B)(6) 2025) I went very low at work and the nurse on campus had to come help to stabilize me.